Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a signal artifact monitor (sam) event. Upon review, the respiratory sensor vector switch showed a premature ventricular contraction (pvc) that was appropriately sensed. There was no ectopy seen on the presenting. Technical services (ts) suggested to update the zone at lower rate and consider programming options. This device remains in service. No adverse patient effects were reported.